Manufacturer narrative:
Qc was within specs prior to the event and out of specs after the event. A system check performed in 2007 passed. An accu tni calibration performed on the following month passed. Based on available info, the customer tried calibrating accu tni three times with failing curves. The customer only faxed one failed accu tni calibration from eight days later, at 16:45, with the %cv out of specs high. The samples were collected in bd, lithium heparin tubes and centrifuged at 3,000 rpm for 4 mins. The specimens were sampled from the primary tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse replaced peri-pump tubing and aspirate probes. The fse conducted diagnostic testing and calibrated accu tni; both tests passed. The fse performed precision testing using accu tni level I material and obtained good results. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for three (3) pt samples. Three (a,b, c) pt samples were tested for accu tni and results were: 0.68ng/ml for pt a; 0.84ng/ml for pt b; 0.55ng/ml for pt c. The results were reported out of the lab and questioned by a physician due to them not meeting the clinical picture of the pts. The pts were redrawn and run on the dxi, and accu tni results correlated to the initial results. (Results not provided). The physician still questioned the results and the pt samples were then tested on a different instrument in the customer's lab. (It is unclear if the initial or the redrawn samples were tested). The accu tni results obtained from the different instrument were: 0.30ng/ml, 0.28ng/ml, and 0.389 ng/ml for pts a-c respectively. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.